Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead had damaged insulation and loose connection. The proximal screw did not screwed down all the way. The physician then implanted the new rv lead. This rv lead was surgically abandoned. No additional adverse patient effects were reported.